Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29-oct-2009. A review of the device history record has been completed. No deviations or non-conformances noted. The event of nipple discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange.

Event description:
Patient reported nipple discharge on an unspecified side. Device has been explanted. This record is for the right side.